Event description:
Case description: investigational result: name novopen 6 batch number:unknown. No investigation was possible, because neither sample nor batch number was available. Name ryzodeg 70/30 penfill batch number:unknown. No investigation was possible, because neither sample nor batch number was available. Since last submission, this case has been updated with the following: investigation result added. Imdrf code added. Relevant fields updated in EU/ca tab. Narrative updated accordingly. No further information was available. References included: reference type: e2b company number. Reference ID#: (B)(4). Reference notes: reference type: mw 3500a MFR. Rpt. # reference ID#: 9681821-2023-00131. Reference notes: medwatch 3500a MFR. Report number final manufacturer's comment: 06-oct-2023: the suspected device novopen 6 has not been returned to novo nordisk for evaluation. Batch number of the device unavailable despite repeated efforts to find the same. No batch trend analysis or reference sample analysis performed. No other confounding factors identified. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 6. H3 continued: evaluation summary: name novopen 6 batch number:unknown. No investigation was possible, because neither sample nor batch number was available.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Presented to hospital with dka [diabetic ketoacidosis]; failed to administer insulin [device failure]; damaged device inserting cartridge [device physical property issue]. Case description: this serious spontaneous case from australia was reported by a nurse as "presented to hospital with dka(diabetic ketoacidosis)" with an unspecified onset date, "failed to administer insulin(device failure)" with an unspecified onset date, "damaged device inserting cartridge(device damaged prior to use)" with an unspecified onset date, and concerned a 80 years old male patient who was treated with novopen 6 (insulin delivery device) from unknown start date for "device therapy", ryzodeg penfill 100 u/ml (insulin aspart, insulin degludec) (dose, frequency & route used-unk) from unknown start date for "product used for unknown indication". Paitent's height, weight and body mass index (bmi) were not reported. Historical drug: ryzodeg flextouch. On an unknown date, the patient damaged device inserting cartridge and failed to administer insulin. The paitent was presented to hospital with dka(diabetic ketoacidosis) for this (hospitalisation details not reported). Batch number was not provided. Action taken to ryzodeg penfill 100 u/ml was reported as drug discontinued temporarily. The outcome for the event "presented to hospital with dka(diabetic ketoacidosis)" was not reported. The outcome for the event "failed to administer insulin(device failure)" was not reported. The outcome for the event "damaged device inserting cartridge(device damaged prior to use)" was not reported. No further information was available. "This report is for a foreign device that is assessed as "similar" to us marketed novopen echo".